Event description:
It was reported, via receipt of facility medwatch report# 73163, that due to an "indentation on rear wall" of the outer cannula on one (1), size 6 dfen, disposable cannula fenestrated low pressure cuffed tracheostomy tube, difficulties were encountered with inserting the disposable inner cannula. The device was removed and replaced. The facility report also referenced problems involving two (2) "case plugs." It is unk as to what type of accessory device or component these are or the exact nature of their involvement in the reported incident. Limited info was provided regarding the reported event, the pt, how long the device had been in use and what type of maintenance was performed on the device. There was one (1) pt involved with no reported pt injury. The 6 dfen device was returned to the MFR on 6/10/98 for decontamination, analysis and investigation. The MFR's device eval results are recorded on section h of this report.